Event description:
It was reported that the patient underwent a left hip revision approximately 6 years post implantation due to metal related pathology. During the procedure, gross synovitis and osteolysis were noted. Surgeon had to bone graft the acetabulum and proximal femur. The cup, poly liner, head, and two screws were revised. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: 36mm cocr mod hd -6mm. Item: lot: depuy altrx poly liner (competitor) item: 1221-36-054. Lot: j63f23. G2: foreign ¿ australia. The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.